Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the patient had ventricular fibrillation (vf) arrest with multiple failed shocks due to high defibrillation thresholds. The device was not implanted and a higher output device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.